Event description:
It was reported that the device would not operate with battery power. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported problem. Physio replaced the system pcb to resolve the issue. Proper device operation was confirmed through functional and performance testing and the device returned to the customer for use.physio further evaluated the removed system pcb assembly and determined the cause for the malfunction to be a shorted transistor, designator q144.